Manufacturer narrative:
Voluntary medwatch report received: mw5159908.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited high capture threshold. Additionally, the patient was noted to have experienced syncopal episodes. No changes or interventions were performed. There were no patient consequences.